Event description:
User noticed delta check flags for troponin t results from two analyzers and repeated 32 samples. Eight of these results were considered discrepant. Info was not provided to determine which analyzer produced which result. All results are in ug per l. In 2009: sample 1. Initial result was 0.35, repeat was 0.50. Sample 2: initial result was 2.06, repeat was 0.04. Sample 3: initial result was 0.05, repeat was less than 0.03. Sample 4: initial result was 0.07, repeat was 0.03. Sample 5: initial result was 0.11, repeat was less than 0.03. On the next day, sample 6: initial result was 1.18, repeat was 0.14. Sample 7: initial result was 1.22, repeat was less than 0.03. Sample 8: initial result was 0.09, repeat was less than 0.03. The initial results were reported and corrected results were sent to the care units. No info was provided to determine if pts were adversely affected. It was confirmed that many pt samples were found to have clots. If add'l info is received, appropriate notification will be provided.